Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto bipap device. The manufacturer received information from the patient alleging a breathing issue. Additionally, the patient is currently experiencing issues with the calibration of her machine. The device has not yet been returned to the manufacturer for investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.